Manufacturer narrative:
Follow-up #1: date of submission 09/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: review of the black box data revealed record of a 5.0 unit bolus manually programmed and fully delivered on (B)(6) 2016 at 16:35. The daily insulin delivery totals correctly reflect user's programmed basal rates. The battery cap returned with the pump was noted to be within the required specifications, intact without damage and able to properly secure to the pump. The pump was powered on and exercised for 24 hours without power interruption, error, alarm or warning. Flow accuracy testing revealed the flow accuracy to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pumps interior components. Investigation did not duplicate the complaint and the pump was determined to be operating as intended and without malfunction. (B)(4).

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 36 mg/dl with associated symptoms of severe dizziness. The patient self-treated with food/drink. Troubleshooting of the pump by animas customer technical support revealed the following: the total daily dose basal delivery totals were recorded as programmed and the basal history matched the active basal program settings. A three-day review of the bolus history revealed the bolus totals match; however, the reporter alleged extra boluses were recorded. The reporter stated that a bolus of 5.o units was not programmed by the user on (B)(6) 2016 at 4:30 pm as the history shows. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy related to an inaccurate delivery issue.